Event description:
It was reported that the patient was having problems getting good coupling with the recharger. It was thought that the implantable neurostimulator (ins) may be flipped due to the patient only getting 2 coupling bars. The coupling issues started in (B)(6) 2015. The patient¿s ins was moving and had been uncomfortable since implant. The ins was stinging or pinching when they laid down. The patient was scheduled for a pocket revision to avoid an overdischarge. The date of the revision was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having problems getting good coupling with the recharger. It was thought that the implantable neurostimulator (ins) may be flipped due to the patient only getting 2 coupling bars. The coupling issues started in (B)(6) 2015. The patient¿s ins was moving and had been uncomfortable since implant. The ins was stinging or pinching when they laid down. The patient was scheduled for a pocket revision to avoid an overdischarge. The date of the revision was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received report that there was no revision. The patient had an infection in the device pocket, so the doctor removed the entire system. The rep did not have any additional information about the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).